Event description:
During a follow-up in clinic, oversensing due to a loss of capture was noted on the right ventricular (rv) leads. The suspected root cause of the event was lead damage. No intervention was performed at this time. The patient was stable.